Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the doctor was closing the skin during a cesarean procedure, the thread broke. Another device was brought in to complete the case. There was no patient injury.